Manufacturer narrative:
The full lead was returned and analyzed. The distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during to the implant procedure it was noticed the lead had a bent connector pin. The lead was not used and alternate lead was utilized without incident. No patient complications have been reported as a result of this event.